Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they usually didn't feel stimulation but for the last couple days they feel 3 jolts then nothing. Patient said they have the device for fecal incontinence. Patient got a por (power on reset) message. Patient services (ps) reviewed meaning of message. The patient was redirected to their healthcare provider to further address the issue. Emailed physician listings.